Event description:
It was reported that the tubing detached from the z-site just by touching it before use. There was no patient complications reported.

Manufacturer narrative:
Received one vamp plus with pressure tubing. The tubing was detached from the solvent bond joint with the z-site of the vamp side in the unit. Indication of bonding solvent was visible at both, the tubing and z-site of the bond area. The tubing detachment occurred on the patient side of the kit.